Manufacturer narrative:
H10: the new 034-c3316 bifuse extension set was measured and found to have iso compatible male luers. The new 034-c3316 bifuse extension set was tested for male spin luer retention and the bifuse set spin collar met expectations outlined in the product performance specification. The new 034-c3316 bifuse extension set was pressure leak tested with an IV catheter (supplied by ICU medical because no mating devices were returned) and there were no leaks at any location along the fluid path thus meeting product performance expectations. The product complaint was unable to be confirmed. The new 034-c3316 bifuse extension set performed as expected without leakage. The dhrs for lots 3804725 and 3829299 were reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received by the manufacturer for testing; however, the investigation is not complete. Possible lot numbers 3804725 (device MFR date 01-oct-2018; expiry date 01-oct-2023) and 3829299 (device MFR date 01-nov-2018; expiry date 01-nov-2023).

Event description:
The event involved a customer report against the smallbore bifurcated extension set stating that an outflow of infusion was observed between the connection zone of the set and the catheter. The medication involved in the event was cytotoxic. There was a fifteen minute delay in therapy due to the leak, but no human was harmed and no medical intervention was necessary.